Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated the paramedics were called for assistance due to low blood glucose. No low blood glucose reading was reported. Troubleshooting was done and the customer stated that the programming was correct. The customer also stated that the insulin pump had somehow switched from a standard basal rate pattern to a different pattern. The customer stated she did not make that change and her medical doctor didn't either. Nothing further was reported.